Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise. Technical services (ts) noted to find out what this patient was doing at the time to try and recreate it. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that this patient received an inappropriate shock due to the noise which was oversensed. It was noted that the noise appeared to look myopotential related. Ts recommended x rays. This patient was going to go into the clinic in an attempt to reproduce the noise and oversensing. Ts recommended if reproducible to check secondary and alternate vectors. This s-ICD remains in service. No adverse patient effects were reported.